Event description:
The patient had a primary knee surgery on (B)(6) 2022. Subsequently, the patient had signs of infection and the pathogen was unknown. On (B)(6) 2022, the surgeon performed a washout and swapped the poly. On (B)(6) 2024, the had pain, due to a deficient mcl and a dislocation of the patella implant. The knee was infected. The surgeon explanted the patellar implant, revised the femoral component and poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 nov 2024: lot 2116065: (B)(4) items manufactured and released on 24-jan-2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised: batch reviews performed on 26 nov 2024: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 2202656: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-21. No anomalies found related to the problems. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot 2201058: (B)(4) items manufactured and released on 24-mar-2022. Expiration date: 2027-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.